Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). Additionally, the customer acknowledged that they were not operating the device as designed, as they would open the soclean device before receiving the green light.

Event description:
Customer reports a cough - both productive and non productive. The customer was seen by an md. A new inhaler was prescribed along with an antibiotic.